Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited noise and oversensing that resulted in 2-3 seconds of pacing inhibition. Additionally, pacing impedance measurements were noted to have increased from 600 to over 1,000 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced with another manufacturer's lead. The crt-p remains implanted and in service. No additional adverse patient effects were reported.